Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: pain and capsular contracture, baker grade unknown.

Event description:
Patient reported pain and capsular contracture baker grade unknown on left side. Device status is unknown.